Manufacturer narrative:
The getinge field service engineer (fse) replaced the cracked handle (0367-00-0103). The unit passed all tests and calibrations to manufacturer standard and is released for clinical use. The following investigation was performed by the failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part number 0367-00-0103 with a reported unit failure of a crack on the cart handle. The fat performed a visual inspection and found the part to have a crack on the cart handle. Fat was able to confirm the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had a cracked cart handle. There was no patient involvement reported .